Event description:
It was reported that stimulation was turning off, leading to increased baseline pain. There was no known accident or incident related to the complaint. The patient first noticed it started occurring over the last month during a recharge session. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3998, lot # v045723, implanted: (B)(6) 2007, explanted: na; extension model 3708340, serial # (B)(4) implanted: (B)(6) 2007, explanted: na; extension model 3708340, serial # (B)(4), implanted: (B)(6) 2007, explanted: na; programmer model 37742, serial # (B)(4), accessory model 37752, serial # (B)(4).